Manufacturer narrative:
The device was returned assembled. Upon disassembly of the returned device, a flat, non-laminated thrombus formation was found present on one of the rotor blades. The thrombus formation was not adhered to the rotor, but had areas that were hard and denatured, indicating that it was present while the pump was operating. The origin of the thrombus formation could not be determined. The remaining pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. The observed thrombus formation would have contributed to the reported elevations in lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formation. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device is 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was originally supported on extracorporeal bi-ventricular assist devices. At the time of lvad implantation, the right ventricular assist device (rvad) was explanted. The rvad was then re-implanted postoperatively, and continuous hemodiafiltration was started. The patient's lactate dehydrogenase (ldh) level increased to 5000 u/l. The patient underwent a pump exchanged on (B)(6) 2017, due to the suspected pump thrombosis. Additional information was not provided.